Manufacturer narrative:
According to the description of the event, an adapter for the slap hammer broke off during the explantation process of the implants. The surgery could be finalized with an identical adapter for slap hammer, which was available on site. However, a prolongation of the surgery was caused by this malfunction. The product in question was not provided for an optical examination. Only one intraoperative photograph showing the affected instrument is available for an optical examination. However, with this photograph it can only be confirmed that the threaded tip of the adapter has broken off. Since no fracture surfaces are visible, a detailed analysis could not be performed. The manufacturing documents and the material certificates of the adapter for the slap hammer could not be checked as no lot number is available. The surgical techniques and instructions for use were checked and showed no deviations. Based on the available information, no failure of the design or during the manufacturing of the adapter for the slap hammer could be determined. It can only be assumed that the malfunction can be regarded as a random failure with regards to the adapter for the slap hammer. During the explantation process, strong forces are applied to the adapter. This event was assigned to the error pattern "break of the instrument" in the associated risk management.

Event description:
The following event was reported to implantcast gmbh: "during surgery the adapter was screwed into the offset as per surgical technique, then sheared off in the offset when the slap hammer m5 was used." Note: it is known that the event occurred intraoperatively and that it caused a prolongation of the surgery. It is not known how long this prolongation was. Ultimately, another product was used to finish the surgery.